Manufacturer narrative:
The device was not returned to olympus for evaluation. This type of the event is most likely related to the operator's technique. Based on the past similar cases, it was known that this event occurred since the loop was caught between the hook and the coil sheath after the loop was released in the tube sheath for unspecified reason. The instruction manual of the device has already warned as follows; do not try to forcibly withdraw the instrument from the endoscope when the loop cannot be detached from the instrument. Forcibly withdrawing the instrument could cause patient injury such as punctures, hemorrhages or mucous membrane damage. If the loop cannot be detached from the instrument, follow the procedures described in this section. If there are any deviations or crushed sections on the distal end of the coil sheath, it may not be possible to detach the loop from the instrument. Do not remove the loop from the hook while the coil sheath is not extended from the tube sheath. Otherwise, the loop may be tangled with the hook and become impossible to be removed.

Event description:
Olympus was informed that during an esophagogastroduodenoscopy (egd) procedure, the plastic portion of the device broke and the loop became stuck on the large polyp (30mm). The loop was cut and the endoscope was removed with the loop stalk still attached to the polyp. The endoscope was reinserted alongside the loop/sheath and the polyp was removed with a hot snare. There was bleeding observed that was controlled by placing two clips. The patient was discharged in stable in condition. Additionally, the user facility reported that the device was inspected prior to the procedure by performing the usual sight inspection upon opening the package. No anomalies were noticed.